Event description:
Thank you for your email. We will be conlacling the manufacturer of acuvue contact lenses, johnson and johnson, to inform them of your experience with their lenses. Glad to hear mr. (B)(6) has already contacted you and may assist you further. We also recommend consulting further with your eye care professional who is in the best position in determining your own individual needs. Thank you again for contacting bausch + lomb. Regards, (B)(6). Dear (B)(6) , thank you (B)(6) for your concerns . When the infection healed and the doctor allowed me to wear lenses with high caution , I used acuvue oasis type but with a power of only - 5 sph. Without astagmatism , then I knew that there is in the market type of lenses with astagmatism so I started looking . The problem (B)(6) is that my second eye ( left) and as a result of cement coming into it in 1991 on a construction site (am a civil engineer), my cornea was perforated and was hurried to the hospital and transplanted a new cornea in (B)(6)? (B)(6) by a very reputable doctor . The operation was very successful as I used to see perfect without any eyeglasses or any lenses!!!! A year after this transplant, this doctor was in a mission and another doctor removed all the stitches at once. And this resulted in severe irregularities in the transplanted cornea. After that I was forced to use the hard lense to eliminate the high astagmatism caused by the stitches removal. I started the use of hard lense at 1993 i.e. 19 years ago and am still on it since then. In 2009 ,my other healthy eye , was infected with psedonomas , at the time and before the infection , my power was minus 4 sherical ... After 4 months it healed and then I have to resolve the newly developed astagmatism and doctors prescribed me an eyeglasses with minus 3.5 astagmatism and/ or a soft toric lense of - 5 sph. -1.25 cyl. At axis 55 degrees. This is my story (B)(6) ... I am living with a hard lense over the transplanted cornea and now trying to overcome the outcome of the pseudonomas in the other .... It is very embarrassing when talking in a meeting , the hard lense falls down from my eye into my cheek or into my shirt or on the floor .... And it takes me sometimes one hour to find it ... Some doctors advised that they can reduce the high astagmatism by doing incision to my transplanted cornea allowing me to have a soft torie instead of hard lense which is very scratching on windy days where my pain and tears start dropping .... I am not yet sure if it is allowed to operate or do lazer on a transplanted cornea so as to get rid from the sufferings am facing with my transplanted cornea for approximately 20 years ! ! ! I highly appreciate your concerns (B)(6) and will also appreciate your feedback and advice on how can I improve my situation in both eyes . Sorry for this lengthy reply detailing my situation . , but it might clarify better my situation and need your advice from bausch and lomb s wild experience in this regard . Sincerely, (B)(6). Dear mr. (B)(6), thank you again for the additional information provided. One last question. Do you know what type of lens you were wearing when you state: then I used a normal contact lense ? 5 spherical bul wilh a bad vision ? As highlighted below in red. Thank you. Regards. (B)(6). Dear (B)(6), thank you very much for your e-mail. When the infection happened , the type of lenses were not bausch and lomb . It was acuvue ((B)(6) 2009).then I used a normal contact lense -5 spherical but with a bad vision , then I knew that there is a astagmatism lense ... After 2 and a half year ! !! The infection was cured within 4 months and I used may be a one litre of eyedrops .. Given by my doctor in (B)(6). The infection was psedonomas . Lense power before infection was only spherical -4.00 with no astagmatism the power after healing due to cornea deformation is now sph. -s cyl ?1,25@ axis so or 60 degrees a little white scar has shown in my cornea !!! Mr. (B)(6) ((B)(6) office) has contacted me and will help me to try the material first before placing order for the prevision I need samples with two axis 50 and 60 degrees before settling a final power I highly appreciate your kind assistance and concerns (B)(6) . N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).